Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pacing thresholds from 1.2 volts to 2.6 volts. Additionally there were spikes in impedance measurements between 400-1,000 ohms. The patient's right ventricular (rv) lead is a non-boston scientific product. Boston scientific technical services (ts) discussed clinical observations and it was determined that the physician will contact the non-boston scientific representative. No adverse patient effects were reported. This product remains in-service.